Event description:
Both testicular devices eroding laterally.

Manufacturer narrative:
The device was returned for evaluation. Examination of the returned components revealed no abnormalities that would have contributed to the report of erosion. It was reported that the urologist did implanted the large size and assumed the scrotum would expand to them. Based on this information no conclusions can be determined at this time.